Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated the jaw 'cracked in half' and fell off the device into the operative tunnel. They had to bring in a x-ray machine to find and remove the broken piece. The incident occurred while in the lower leg. An incision was needed to retrieve the broken piece. There was no patient injury, and no foreign body was left in the patient as a result of this incident.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. Signs of clinical use and evidence of blood was observed. Blood was observed on harvesting handle. The cold jaw was observed to be completely detached from the device. The detached jaw was returned for evaluation. The heater wire was observed to be slightly flexed away from the center of the hot jaw to the tip of the hot jaw, but remained attached at the base and tip. The silicone insulation on both the detached jaw as well as the attached jaw was observed to be intact. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was not confirmed, but was confirmed for the analyzed failures "material twisted/ bent" and "detachment of device or component" the lot number was not reported and the specific product lot cannot be identified from the ship history. Therefore, a DHR or c of c for the device is not possible. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated the jaw 'cracked in half' and fell off the device into the operative tunnel. They had to bring in a x-ray machine to find and remove the broken piece. The incident occurred while in the lower leg. An incision was needed to retrieve the broken piece. There was no patient injury, and no foreign body was left in the patient as a result of this incident.